Manufacturer narrative:
G4: 09nov2019. B4: (B)(6). The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24mar2020. B4: 26mar2020. The service technician replaced the touch screen to address the reported touch screen issue. During servicing the service technician found defect on the power light emitting diode (led). The service technician replaced the power switch overlay to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2020, b4: 04may2020. Failure analysis on the returned touchscreen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement or harm.